Event description:
Upon beginning of monitored anesthesia care (mac) case for right breast lumpectomy, etco2 monitoring nasal cannula was placed on patient and connected to auxiliary o2 flow meter of anesthesia machine. Crna noted shortly that indicator ball in flow meter remained at zero. O2 increased with no effect. Nasal cannula connected to anesthesia circuit and o2 flow initiated. Still no oxygen flowing to patient. A secondary cannula was opened and placed on patient with oxygen flowing to patient. Original cannula inspected by crna with no visible defect. Device saved and provided to biomed along with packaging insert for both cannulas (unable to determine which lot is which after opening).